Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with intravenous injection tazact (4.5 grams, twice daily, duration not reported) and intraperitoneal injection vancomycin (one gram, frequency and duration not reported). On an unreported date, the patient began treatment with meropenem (dose, route, frequency and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further follow up it was reported, the patient remained on antibiotic therapy; however, the patient had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.